Manufacturer narrative:
The concerned product has not been returned for investigation. A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue. Considering the issue description, investigation results and experience it it is considered as likely that a handling or procedural error during use occurred. This is supported by the fact that there is no trend for this failure (complaint rate < 1%) and that no further complaint has been received for this batch. The issue will be further monitored on the market in order to identify trends. Please note, getinge USA sales, llc(importer) is submitting the report on behalf of pulsion medical systems se (exemption number e2018007). Contact: (B)(6)

Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
Further information and the return of the product have been requested and investigation is ongoing. A supplemental medwatch report will be sent when the investigation is completed. Exemption number e2018007 (B)(4). Device not returned.

Event description:
After using the picco catheter for 5 minutes a crack was detected in the luer connection of the picco catheter. No harm or clinical consequences occurred. Manufacturer reference #: (B)(4).